Event description:
It was reported that the customer had a crack in the pump where the reservoir slides in. Damage was at the reservoir opening. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: pump was received with broken reservoir tube lip and cracked battery tube threads. (B)(4).